Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and the explanted devices, was requested in order to progress with this investigation, however, not all were provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All reported devices conformed to material and dimensional specification at the time of manufacture. The explanted devices were discarded by the hospital and therefore were not available for examination, however, it was reported by the surgeon that the patient did not follow post operative protocol which contributed to the event. Based on the limited information available, no further investigation can be conducted at this time and corin now considers this case closed. If further information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 6 months due to dislocation. It was reported by the surgeon that the patient did not follow post op protocol.